Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had been found stained with black foreign matter after opening the packaging. The following information was provided by the initial reporter: "nexiva 20g staining. Hcp opened new packet of nexiva 20g. Hcp found "black-staining" inside nexiva 20g. Hcp need to take new piece of nexiva 20g."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had been found stained with black foreign matter after opening the packaging. The following information was provided by the initial reporter: "nexiva 20g staining. 1. Hcp opened new packet of nexiva 20g. 2. Hcp found "black-staining" inside nexiva 20g. 3. Hcp need to take new piece of nexiva 20g.

Manufacturer narrative:
H.6. Investigation: during DHR review. 2 non-related qns were initiated during production. Disposition, root cause and corrective actions were applied per quality plan. All other required challenge, set up and in process samples were performed per control plan. Received a 20ga nexiva unit within an open package from lot number 7363954. Visual/microscopic evaluation: dark specks were observed on the clear material of the winged adapter. An area of the adapter was cut open to evaluate the speck. The dark material was not embedded into the plastic but was rather caught up between the plastic and the septum assembly, the wedge and the tubing. Although a definite source for the dark material found on the winged adapter could not be determined it was concluded that it was most likely introduced to the component during the molding process (potentially grease).